Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with low blood glucose readings. The customer states their sensor reading was 73mg/dl, but their blood glucose reading was 50mg/dl. The customer states the tape used for the sensor is irritating their skin. The customer states they will be follow up with their health care provider. The customer was not able to stay on the line, and states they will be calling back. Nothing is being returned or replaced at this time.